Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred during pumping. The customer's blood glucose (bg) level was 277 mg/dl at the time of report and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections.